Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient met with dentist and she did extensive x-rays and examination of the gums and roots. Dentist is recommending patient stop using byte aligners immediately. The patient need to see a periodontist for issues that have developed with my roots and gums.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.